Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customers blood glucose level. A systems check was started with tandem technical support, the customer declined to continue and reported supplies would be changed.